Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient has been hospitalized for approximately one month for an unknown reason. The patient was taken to the hospital while unconscious and in a coma and has remained in that state during hospitalization. The patient condition at the time of hospitalization was not thought related to the subcutaneous implantable cardioverter defibrillator (s-ICD). During hospitalization, t-wave oversensing was observed resulting in the patient receiving 118 inappropriate shocks from the device. Therapy was subsequently programmed off in the device. The status of the patient remains unchanged and the field representative notes they have not since been contacted. The s-ICD remains implanted and no additional adverse patient effects were reported.